Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused (showed it was infusing when it was not), alarmed air in line and failed to detect an upstream occlusion during a test infusion in anesthesia of the cardiothoracic intensive care unit at an oncology practice group. The device was programmed to deliver propofol at 150 microunits per minute and there were no drips observed in the chamber and there was a delay of over 2 minutes to detect the upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'absence of occlusion alarm' which was not reproduced during evaluation. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'air in line' which was not duplicated during evaluation. A review of the event history log identified 'air in line!' Messages. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. The 'air in line!' Alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'shows it is infusing when it is not' which was not reproduced during evaluation. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.